Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1muxt, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(4), ubd: 22-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt a gentle throbbing at the urethra and could hardly pee so it made them feel like it was turned off. It was noted that the patient had the device implanted for retention symptoms. There were no further complications reported or anticipated. Additional information was received. The patient reported that prior to getting the device they had to self-catheterize and the device helped them void if they strained and it had also helped with irritable bowel. The day prior, the patient noticed they didn¿t feel stimulation sensation at all, they adjusted the settings and they would feel something for 28 minutes or so, then it would stop again. The patient adjusted amplitude during the call and stated they could feel it at the time of the report, but not how they typically would and when they changed programs they felt it, then would lose sensation 20-30 minutes later. Over the last few days they hadn't been able to empty their bladder and had to self-catheter again. They really had to go pee, but couldn¿t. The patient mentioned they hated having to self-catheter because they got bad urethral spasms. They had to strain and could only get dribbles. They were very constipated too, and usually had to use linzette or dulcolax daily. In the past, the patient had been able to focus on stimulation sensation, but at the time of the report they lost stimulation sensation and couldn¿t feel it at all. They had already made amplitude and program changes and this had not resolved their concerns. Caller was redirected to their healthcare provider. No further complications were reported or anticipated. Additional information was received from a consumer via a manufacturer¿s representative. It was reported that the patient experienced multiple falls and a return of symptoms. The patient reported no therapeutic responses from the ins. The rep pulled up the patient¿s device history and noted it had been off since before (B)(6) 2020, but the patient said it had been on. The lead showed no impedance after being checked, and the patient¿s battery longevity was at eight months. In the operating room, under x-ray, it showed the lead had migrated in away from the sacrum. When tested, only a minimal response was shown on electrode three. The system (lead and ins) were replaced on (B)(6) 2020, the day of the report. It was noted the issue was resolved at the time of the report. No further device issues or patient complications were reported.